Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, scratched display window, cracked end cap and cracked case near display window corners noted during visual inspection. Intermittent button response and button error alarm due to moisture damage on keypad traces. No cracks noted on display window or lcd glass. Moisture damage noted on lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture after the device was cracked. The customer had a blood glucose level was 348 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.